Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and is within maximum crimped stent profile measurement. The tip was visually and microscopically examined and not damages were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a hypotube break 820mm from the distal end of strain relief and multiple kinks were also noted along the hypotube shaft. The complaint report stated that it was noted that the shaft was kinked when the packaging was removed and analysis found that the hypotube was broken. The damages to the shaft that were noted occurred outside the patient¿s body. The hypotube kinks and break most likely occurred due to excessive force that could have been applied on the delivery system during preparation. A visual and tactile examination of the device found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 16-may-2017. It was reported that shaft kink occurred. A 32x2.25mm promus premier¿ drug-eluting stent was selected for use to treat the lesion. However, during preparation, it was noticed that the shaft of the device was bent. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.